Event description:
It was reported that when the reporter tried to sync for the first time the morning of the report after implant she saw a power on reset (por) condition. The reporter did not think the patient had any imaging done after implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0bwa3, implanted: (B)(6) 2013, product type: lead. (B)(4).